Manufacturer narrative:
The reported field event of lead insertion issue was confirmed. Visual analysis shows the atrial ring spring was dislodged and pushed into the atrial lead bore, which prevented a lead from fully inserting into the bore.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator to be implanted could not fully have the atrial lead inserted into the atrial port. Upon investigation, the atrial port had what appeared to be a spring inside of it which impeded the lead from fully inserting. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2023. No patient consequences.